Event description:
The customer reported the system displayed kv, filament, and low ma error messages and was unable to perform subtraction and had a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed and on site investigation. The battery pack was replaced and the charger was checked during the service call. The system was tested and found to be working as intended and put back into service.